Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 800 mg/dl. Customer reported that his blood glucose went high after a cook out. The customer experienced symptoms such as blurry vision and vomiting. The customer was treated with insulin drips and fluids. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer also reported that the insulin pump had a motor error alarm and they were able to complete the rewind process. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. No product is expected to return for analysis.

Manufacturer narrative:
Concomitant products were added.